Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support for assistance after the dexcom g7 continuous glucose monitor became unpaired from the device. The patient confirmed that glucose readings were visible in the dexcom mobile application, indicating that the sensor was functioning. The patient was guided through troubleshooting steps, including toggling settings, restarting the device, and re-entering the pairing code, which allowed the pairing process to restart. Blood glucose levels were not affected, and the patient was advised to call back if a connection was not established within the expected time frame. The patient later contacted support again reporting that the cgm was still not connecting and that the device continued to display pairing with the sensor. It was verified that there were no nearby devices that could interfere with a magnet. The patient was instructed to briefly place a magnet over the sensor and then restart the device. Following these steps, the patient reported that the sensor warm-up process had begun. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.